Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The top case was cracked and chipped by the front left bottom corner. No visible contamination was evident on the pump. The customer reported product problem (exhibition of a primary audible alarm) was confirmed after the event history log was reviewed. This alarm was not reproduced during an occlusion test. The customer reported product problem was verified. The speaker and interconnect board on the pump were not damaged. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The speaker was replaced as a preventative measure. Other worn components on the pump were also replaced. The pump subsequently passed all the functional tests following the preventative maintenance.

Event description:
It was reported that the medfusion pump displayed a primary audible alarm. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: additional information: e1: email address.